Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, cutaneous contour deformity, device migration. (B)(4).

Event description:
It was reported that a female patient who underwent a breast reconstruction with unknown 800cc mentor gel breast implants experienced right-sided cutaneous contour deformity and unexplained systemic symptoms post-operatively, including auto immune issues, gastroparesis, ibs-c, branchial plexus nerve damage and adhesions, rendering patient unable to work. Additionally, the patient reported that the right breast was red and swollen several different times since implantation, and the right-sided implant had shifted and wrinkling could be seen. As a result, the patient underwent explantation in (B)(6) 2018. This medwatch report is for the right-sided implant.